Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(6) 2012 ,because the meter allegedly has black marks in the display. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.